Event description:
The customer contact reported an operator error in programming the device which resulted in the pt receiving more medication than intended. At an unspecified time, the pump was programmed to deliver 100u/100ml of insulin at a rate of 7u/hr with a volume to be infused of 95ml and the delivery was started. No further programming parameters were provided. After approximately 10 minutes, the nurse noted the insulin container was empty. The pt's blood sugar reportedly "dropped down." The physician was notified. The pt was treated with "two amps of d50." The device was removed from clinical service. There were no reported adverse pt sequelae. Upon review of the device history, the customer contact reported the device was programmed to deliver at a rate of 705ml/hr instead of the intended rate of 7u/hr. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. The pump history was downloaded and printed at the manufacturing facility. A review of the pump history showed that in 2007 at 1338, line a was programmed in the ml/hr mode to deliver at a rate of 705ml/hr with a volume to be infused (vtbi) of 95ml for a duration of 8 minutes, and the delivery was started. At 1346, the device alarmed for proximal air a, backprime. At 1347, the device was powered off. A review of the history indicates the pump delivered as programmed.